Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, a balloon rupture in the form of a pinhole located at the tip of the device was noted at 12 atmospheres upon first inflation for 20 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.